Manufacturer narrative:
The following codes were not included in the initial MDR that has been submitted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that haptics stick to the posterior side of the intraocular lens (iol) with an uncontrolled release and endothelial touch. It was added that the problem has happened at least a dozen times, with the one case resulting in similar dialysis and the need of a capsular tension ring. No further information was provided.

Manufacturer narrative:
Pt age and gender/age: at time of event: unknown. Date of event: unknown. Catalog # and serial #: unknown. Expiration date: unknown. Date of implant: unknown. Date of explant: unknown; it is unknown if the lens remains implanted or was explanted. Initial reporter. Phone: (B)(6). (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.